Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the implant was removed and replaced due to auto inflation and pain.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on the shorter exhaust tubing and the inlet tubing off the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. Fluid drip was noted out of the inlet tubing during the lockout reservoir test. Based on examination of the returned product, it was concluded that pressure exerted on the lockout valve of the reservoir in vivo may have resulted in fluid dripping out of the lockout valve of the reservoir leading to auto inflation. Because the limited information provided does not indicate any factors that may have contributed to the reported event, the sequence of events leading to the autoinflation cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the implant was removed and replaced due to auto inflation and pain.